Manufacturer narrative:
Multiple external insulation abrasions were found between 6.7-23.3cm from the connector pin consistent with friction to another device and the ICD. The etfe coating on one of the ring electrode sensing conductors was abraded at 18.9- 19.1cm from the connector pin. The abraded ring electrode conductor could have contributed to noise. Internal insulation abrasion was found at 11.3-13.1cm from the distal tip. The etfe coating of the conductors was intact.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented for follow-up. Decreased sensing, low pacing impedance and high threshold were noted. Externalized conductors were observed via x-ray. Lead was explanted and replaced.